Event description:
The pt had incisional hernia repair (B)(6) 2011, then returned to surgeon approximately three weeks later complaining of pain and swelling in the mid abdomen adjacent to site of hernia recurrence. Pt also reported signs of fever. CT scan reported diffuse inflammatory process with multiple small air bubbles. When he re-operated to remove the strattice, the doctor found old synthetic mesh from previous surgeries still in the pt. This old mesh was in the proximity of the granuloma that developed. The doctor felt he should remove the strattice along with the old mesh just to be safe. This complaint was evaluated as being unrelated to the device, and due to the pt's inflammatory response to the old synthetic mesh that was present from previous surgeries. Lifecell is now reporting this a serious injury (re-herniation) requiring surgical intervention that the device may have contributed to. As a result of a recent gas assessment, process improvements were made (B)(4). This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of the device history record. Query of lifecell complaint management database for any similar complaints reported against this lot. Results of eval: review of the device history records resulted in no remarkable findings, with no deviations or non conformities related to the nature of this complaint. Lot met qc release criteria including mechanical testing. (B)(4). As of (B)(4) 2011, there were no other complaints reported to lifecell against this lot. Conclusion: no failure detected and product within specification. As per physician statement, previous remnants old mesh were in the area of granuloma formation and the lifecell device was removed as a precaution. It was determined that examination of the returned product would not add valuable info to the investigation. Therefore, examination of the returned specimen was not performed. Based on internal investigation, the device met qc release criteria, including mechanical testing. Lifecell is now reporting this a serious injury re-herniation requiring surgical intervention that the device may have contributed to.